Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. During the procedure, the clip was difficult to deploy. After a few trials, the clip was able to be deployed. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of difficult to release from catheter correction: g2: report source block h11: investigation results the resolution 360 clip was discarded; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physicians technique during the procedure or was related to a device malfunction. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of clip difficult to release from catheter were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. There is no evidence the device was used in a manner inconsistent with the labelled indications and there is no evidence that there is any issue with translation, wording, or graphics of the IFU and labeling information. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2026. During the procedure, the clip was difficult to deploy. After a few trials, the clip was able to be deployed. The procedure was completed with unknown device. The patient's condition at the conclusion of the procedure was reported to be unknown.